Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a pump was exhibiting alarming with a smiths medical, cadd medication cassette. It was reported the end user attached a new cassette and the pump alarmed, the cassette was replaced with another cassette with no further issues. No adverse patient effects were reported. No additional information is available at this time.